Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not responding. Buttons had to press really hard to work. There was hairline crack on the back of the insulin pump. The numbers were not ramping on their own and scroll bar was not moving with no input. There was no response from any button. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with a missing keypad overlay and cracked retainer ring. Unable to perform the displacement test and self test due to missing keypad overlay. Pump was cut open to perform visual inspection and found moisture damage on the keypad trace, pcba 1, pcba 2, motor home switch and force sensor. Successfully downloaded history files and traces using thus. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded keypad trace, battery tube threads - cracked, cracked case, scratched case, overlay missing, missing display window/cover, cracked case (battery tube), pillowing keypad overlay, label damage (serial number label faded), end cap address label missing and cracked retainer. Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the keypad traces, pcba 1 and pcba 2. Cosmetic damage was confirmed on the pump. Cracked retainer ring damage was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.